Event description:
Pt was having one year post bypass procedure when incident occurred. Physician noticed lesion that required treatment and was going to "rotablader" it. Physician cleaned one artery successfully and was cleaning another artery when a wire belonging to the rotablader broke off in the heart. Wire breakage was not apparent until the rotabular was brought out. Pt had to have open heart surgery.